Event description:
Related manufacturer reference number: (B)(4). Additional information found indicates the lead was explanted and replaced to address the issue. Therapy was restored.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis.  Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported the patient had a fall resulting in one of the leads auto-reducing. Diagnostics were ran and the l5 leads shows all high impedances. Surgical intervention may take place at a later date to address the issue.